Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge would not snap into place on the pump. A new cartridge was successfully loaded to address the event. The reported issue did not adversely impact the customer's blood glucose (bg) level. However, the customer reported a bg level of 258 mg/dl due to eating food and not delivering a bolus. Reportedly, the customer addressed the bg level with a correction.